Event description:
The customer reported inaccurately high blood glucose readings with co's test strips. On 11/25/96 the customer opened the second bottle from a box of fifty and performed a blood glucose test. The result was 185 mg/dl. Because he felt the result was not accurate, he performed a blood glucose test with another brand of test strips (lot #643702a, code 9, expiration 4/98). The result was 148 mg/dl. He called the co's customer support line and, with the representative performed a blood glucose test with both brands of test strips. The result with the test strips was 195 mg/dl. The code number was then changed to (9) and another test was performed with the other brand's test strips. The result was 151 mg/dl. The rep was unable to perform a normal control solution test because the customer had no control solution. The customer performed a check strip test with the rep and the result was 82 versus a check strip range of 78-96. The meter is serial number is drb4411ac. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The test strips are stored in the bedroom.